Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message approximately 6 months ago (estimated event date: (B)(6) 2020). It is unknown if the eri message displayed prematurely or not. As a result, the ipg was explanted and replaced on (B)(6) 2020. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.